Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before use on patient? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the broken needle fragment? What is the patient's current status?

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2025 and sutur was used. The vaginal wall of the mother was examined for a laceration, and perineal suturing was required using sutures. During the suturing process, the needle broke and remained in the vaginal wall tissue. The patient was then given general anesthesia, and the broken needle was removed under ultrasound guidance, and the recovery was good. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d3 manufacturer email. Additional information: h6 codes. Additional information was requested, and the following was obtained: this event led to prolonged operation time (specific extension time was unknown), change of intraoperative anesthesia and additional needle removal. No subsequent adverse events were reported. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.